Event description:
It was reported that the 9800 system displayed a high ma failure error message and the collimator does not open all the way. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Backplane pcb and the interconnect cable assembly. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a f/u report will be submitted as required.